Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a shoulder stabilization procedure, the firstpass mini broke in the shoulder, its gripper became detached. It took considerable time to retrieve it, a second surgeon came to assist and it was removed using a grasper. Surgery was completed with a smith and nephew back-up device instead. There was a surgical delay greater than 30 minutes, and no further complications were reported. Patient's current status is fine.

Manufacturer narrative:
H11: internal complaint reference number: case (B)(4). Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 3006524618-2025-00468. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.